Manufacturer narrative:
Jan 21, 2011. This event concerns a device that was mfg and used outside the united states. Programmer files were reviewed. (B)(4). Analysis of the noise pattern of vf episodes - shows that: the three inappropriate shock therapies induced some ventricular cycles at high rate, which spontaneously reversed to slow rhythm. The oversensing episodes show a sustained low amplitude noisy baseline. Noise frequency was observed between 50hz and 60hz. This pattern is typical of emi and/or myopotentials. Autosensing histograms clearly show the oversensing phenomenon (amplitude up to 2mv). Histograms are similar to those observed in case of myopotentials or emi sensing. The analysis of the vf/vt occurrences indicated that 70% of the noise episodes occurred between 7 am and 1pm. The 3 inappropriate therapy were delivered within this time interval (at 7:48 am and 12:01 am on (B)(6) 2010 and at 07:49 on (B)(6) 2010). Discussion: the oversensing episodes could result from strong external interference, specific pt activities, myopotentials sensing or ventricular lead/connector issue. None of them could be confirmed; however, myopotentials or emi are the most probable hypothesis.

Event description:
Reportedly on (B)(6) 2011, the physician observed that noise episodes induced shock therapy and multiple charges of the device. The physician reported that he tried to reproduce myopotentials without success. The preliminary analysis showed that the oversensing episodes could result from strong external interference, specific pt activities, myopotentials sensing or ventricular lead/connector issue. None of them could be confirmed; however, myopotentials or emi are the most probable hypothesis. Recommendations were provided to check source of these emi.